Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is; user had an inaccurate reference.

Event description:
Customer complains of "hi" results. Customer states that she is experiencing excessive thirst and urination and states she requires no medical attention. The customer's expected blood results are 165-245mg/dl fasting. Verified the strips expire 7/16/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: 1:hi (B)(6) 2015 05:19:00 pm fasting:no. 2:264mg/dl (B)(6) 2015 11:48:00 am fasting:yes. 3:288mg/dl (B)(6) 2015 11:19:00 am fasting:yes. 4:347mg/dl (B)(6) 2015 09:15:00 am fasting:yes. 5:352mg/dl (B)(6) 2015 09:11:00 am fasting:yes. Memory concerns:hi. Customer explained that she just ate a bowl of cereal and knows that she can range above 400mg/dl. Customer states that she will just drink water and urinate the sugar out of her blood stream. Customer state that her glipizide 10mg was discontinued on (B)(6) 2015 by her endocrinologist and that she is currently not taking any medication to manage her glucose levels. During the call the customer exclaimed that her concern was not so much the "hi" but the fact that she used her last test strips today, but was declined a refill by the pharmacy because she is too soon with the insurance. Customer states that she usually keeps her supplies in the bedroom. No test strips, therefore unable to troubleshoot and perform back to back blood test. No control solution. Customer requested courtesy test strips. Adverse event not reported.